Manufacturer narrative:
The insulin pump was received with completely broken reservoir tube lip, missing reservoir tube retainer, missing reservoir tube o-ring, scratched case and minor scratched lcd window.

Event description:
The customer reported via phone call that the top of the reservoir compartment had missing piece and clear ring was missing as well. The customer¿s blood glucose level was 100 mg/dl. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.